Event description:
Correction: the printout indicated the medications infused were fentanyl, baclofen, and clonidine.

Event description:
It was reported that the patient's pump was "not working". It was stated that the physician would inject contrast under CT fluoroscopy to see if there was a blockage. An MRI was also planned to check for granulomas. The device system was infusing morphine.

Manufacturer narrative:
Product ID: 8711 lot# j10979r37, implanted: 2002 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j10979r37, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was later reported that the system had been infusing fentanyl and baclofen.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed the catheter was incomplete and returned in segments. The catheter passed all acceptable testing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
On (B)(6) 2014 it was also reported that the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.